Manufacturer narrative:
(B)(4). The device was received with one electrode leg loose. The ceramic is not damaged and is securely bonded to the bottom jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" message to display on the generator. The separated electrode allows the electrode to be touch the jaw. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the message screen to display. The "replace instrument" screen would be displayed after receiving the "reposition jaws and reactivate" message twice.

Event description:
It was reported that during an open cystectomy, hysterectomy and partial colectomy procedure, the device was used extensively in the case, no less than thirty activations when the pad on the bottom jaw, piece of metal became partially dislodged and was lifted off the jaw. The surgeon noticed this with no generator error. The rep said the tech was cleaning the device aggressively with a raytec and it is unknown if wet or dry and this may have been what caused the device issue. No pieces fell into the patient. Another device with the same lot number was used also extensively to complete the procedure without any issues. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.